Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation found that the upstream occlusion alarm was caused by a failed upstream sensor. The upstream sensor was below specifications. The upstream sensor was replaced.

Event description:
During baxters evaluation a device alarmed for a upstream occlusion. There was no patient involvement.